Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No frozen display was noted. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, and a severely scratched and cracked display window.

Event description:
The customer reported via telephone call that the insulin pump had a frozen display and the buttons were unresponsive. The customer reported that no alarm occurred at this time. The customer was advised to remove the battery for 2 hours and replace it. The customer called back after replacing the battery and reported that the buttons were still unresponsive. The blood glucose reading was 291 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.